Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient had a blood glucose (bg) of 512 mg/dl with polyuria and polydipsia. The patient required no unusual treatment. During troubleshooting, the reporter alleged the issue began on (B)(6) 2016, and is not sure if patient is getting sick or going through a growth spurt. Troubleshooting also found they were adjusting patient diet as well; adjusting carbohydrates, and had made changes to basal program, suspended the pump, accessed the prime menu, and also found that there were issues with the quality of insulin. The basal delivery totals in tdd did not match, variation due to known cause: the patient had made edits to the basal programming. Cs found no potential delivery issues and referred the patient to hcp for diabetes management. This complaint is being reported as the patient experienced hyperglycemia due to user error.